Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when used, the cotton kept deteriorating and getting into the wound when they used it which they believe would cause an infection". Additional information received states that the defect was found prior to use during inspection. "Upon visual inspection, the surgeon requested not to use them". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "investigation will be conducted through review of DHR and manufacturing process. Staff associated in the manufacturing process are properly trained. Review of DHR showed the production parameters for the x-ray welding process were verified and found to - be in compliance with the specified requirements outlined in the procedure. No deviations, non-conformances, or rework activities were recorded for this lot during the manufacturing process. Raw material review. There were no changes in the approved supplier for the cotton non-woven material used in this lot. No variations in raw material specifications or quality were reported by the supplier for the relevant batch. Instruction for use - sponge must be moistened with sterile saline before use - removal should involve saturation to reduce linting - cutting near wound is prohibited - reuse or re-sterilization strictly forbidden the IFU provides clear warnings regarding potential linting and foreign body risks if handling guidance is not followed. No description of the clinical scenario, duration, or handling. Review of material specification and incoming records for raw material revealed no changes in the material composition/structure, the following findings su pport the material's conformity to specifications and incoming inspection quality; no defects recorded; all rolls accepted - coa confirms basis weight and thickness meet medsorb spec. The fiber shedding observed does not constitute a spec deviation but could pose a risk if instructions for moistening and removal are not followed complaint partially substantiated: mechanism for linting observed, though preventable with proper use. A definitive root cause could not be established, as the investigation did not identify any association with the manufacturing process. Additionally, the information provided in the teleflex notification summary is insufficient to support a thorough analysis. Key details are missing, including the anatomical site of use, the type of solution applied, and the duration the sponge remained inside the patient." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when used the cotton kept deteriorating and getting into the wound when they used it which they believe would cause an infection". Additional information received states that the defect was found prior to use during inspection. "Upon visual inspection, the surgeon requested not to use them". No patient involvement.